Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/31/2017 with the following findings: during investigation, the keypad was found to be intact. No damage was observed. All of the keypad buttons responded appropriately during testing. The keypad cover was removed and no contamination was found under the button contacts. The pump was opened and no evidence of moisture or damage was found to keypad flex connector. The complaint of the under-responsive ok keypad button was not duplicated during investigation. Unrelated to the complaint, investigation revealed a crack in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the ok button was under responsive. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.